Manufacturer narrative:
The recipient's medical issue reportedly resolved. The external visual inspection revealed silicone slices on the bottom cover, slices along the lead, and the electrode was severed at the fantail and near the array prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly experienced device extrusion following an infected mastoid and a cholesteatoma. The recipient's device was explanted, the middle ear cleaned, and the cholesteatoma was removed. The recipient was not reimplanted. The surgeon believes that this was due to a middle ear infection that went untreated. The recipient is in the process of healing.